Event description:
Additional information received: the procedure was much longer than its scheduled time. It was completed with large amounts of blood lose. The device was inspected post procedure. The suction which should have been 71 cm hg was reading 62 cm hg occluded at the device inlet connector. The suction is back up to 68 cm hg. The staff refuses to use device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out e2, e3, and g2. Additionally, to provide information received through follow up b5 and to update field d9. The field service engineer inspected the vc-10 unit. It was discovered that the coupling body connector for the hose connection going into the fluid overflow trap assembly did not lock the coupling insert into the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the coupling body connector did not lock the coupling insert into the connector. However, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the during a hysterectomy procedure, the unit vc-10 pump was underperforming and not providing enough suction. Reportedly, the patient lost 2 liters of blood due to the issue which resulted in the procedure being prolonged. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.